Manufacturer narrative:
The reported event of detachment of header was confirmed. Device was returned for analysis. Visual inspection found the device with a broken header which is consistent with explant damage. Longevity assessment was performed, and device displayed normal battery depletion. No other anomalies were found.

Manufacturer narrative:
Correction - h6 - investigation conclusion should be unintended use error.

Event description:
It was reported that the patient presented for explant of their insertable cardiac monitor (icm). During the procedure, it was noted that the header detached from the body of the icm. The device was successfully explanted and the patient was in stable condition.